Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation for a falsely elevated architect stat high sensitive troponin-I result included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot: 21279ui00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Trending review determined no related trend for the issue for the product. Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Sample integrity issues at the time of testing could have contributed to the customer¿s observation of imprecision. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat high sensitive troponin-I, lot number: 21279ui00, was identified. Section d3 suspect medical device was updated including the phone number, email, and fax number. Section g1 all manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I results for one patient with acute myocardial infarction. The following data was provided: initial result was 52,079.89 ng/ml, repeat, with a 1:10 dilution, was 15.7 ng/ml. When repeated without the dilution it was around 15 ng/ml, but this result could not be confirmed. Additional laboratory testing was provided with a bnp result of 36.6 pg/ml. There was no impact to patient management reported.